Event description:
The customer reported that there was a failure to alarm at the bedside monitor for a vfib event. The pt required emergent care.

Manufacturer narrative:
(B)(4). A philips field service engineer went onsite to gather strips and log files and to complete performance testing on the device. At that time, the issue could not be reproduced and the monitor was found to be performing per specification. Logs were evaluated and show that pt had an apnea alarm that was silenced at 14:25 after which the alarms were suspended at the bedside for 3 minutes. When the alarms were unsuspended at 14:29:58, they were suspended once again at 14:30:26 which was 28 seconds later. The alarms then stayed suspended for another 3 minutes. As soon as the alarms became unsuspended at 14:33:30, a red vent fib/tach alarm was provided which was suspended at the bedside within 19 seconds. Strips were provided which demonstrate that the customer was concerned about the timeframe of 14:32 as they circled indications that ventricular beats were occurring however from the logs, it is clear that alarms were suspended at that time therefore no alarms would sound. The strips also show that the pt was defibrillated after which rhythm returned to a paced rhythm. No device malfunction occurred. Device labeling (instructions for use) adequately describes alarm behavior. No further investigation or action is warranted.